Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) scheduled for a replacement surgery. The recurring incontinence started approximately 12 months ago. The previous aus device had been implanted approximately for 2 years. During this replacement surgery unfortunately, the spongiosum was injured during the removal and it was decided to delay re-implantation. Today the patient is without a device is most likely not continent it was further reported that the injury was a small injury to the outer layer of the spongiosum during dissection. The injury was in a spot where the new cuff was going to be placed. There was no perforation. The spongiosum was sutured and case ended. It was added that the cuff will be reinserted at a later date.